Event description:
Customer reported the alarm has no power. The batteries have been replaced with a new supply. There is no visible damage to the outside of the alarm. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Evaluation of the returned product did not confirm the reported issue that there is no power. The unit was tested with new batteries and powered up with no intermittency observed. Although the unit passed all functional tests, the battery springs are bent. Note; the instructions for use statement: visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. (B)(4).